Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Insulin pump had red x pointing to a user manual. Insulin pump serial number was worn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Device passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. No critical pump error (open book) during testing. However, insulin pump had unexpected pump error 68, pump error 49, pump error 23, pump error 75 alarm during self test and high sleep current measurement. Thus software was utilized and downloaded trace/history files properly and found pump error 3 alarm in the pump history. The insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, 40 pin flexible printed circuit/lcd, force sensor and keypad flex tail. No moisture damage on the battery tube, vibrator, keypad traces or keypad dome switches during the visual inspection. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and pump error 68, pump error 49, pump error 23 alarm occurred and pump error 75 alarm during self test and sleep current measurement remains high. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the electrical board 1, the 40 pin flexible printed circuit/lcd and reinstalled in a test electrical board 2, case, internal battery and motor. Powered the pump on using the battery simulator and pump error 68, pump error 49, pump error 23 alarm occurred and pump error 75 alarm during self test and sleep current measurement remains high. In conclusion, pump error 68, pump error 49, pump error 23 alarm during testing and pump error 75 alarm during self test and a high sleep current measurement due to moisture damage on the electrical board 1. Device error 3 was generated due to ipc communication timeout: the main mcu did not reply to the motor ipc message within the timeout. The insulin pump error 3 alarm and critical pump error (open book) was generated due to usart test failure due to moisture damage on the electrical board 1. Device received with cracked retainer, serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.